Event description:
It was reported that the customer was found unconscious and required assistance from spouse who called 911. The customer was subsequently hospitalized for two days due to experiencing chest pain while in the emergency room. It was alleged that the pump delivered boluses that the customer did not request. Tandem technical support reviewed the pump logs and determined that the pump functioned as intended and the cause of the bg level was due to customer input. The logs showed that the customer requested a 25-unit bolus, however, the pump only delivered a 10-unit bolus, due to the pump¿s max bolus setting. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.